Event description:
The customer's nurse reports back to back results of 100 mg/dl on her meter compared with 299 mg/dl on the customer's meter. No report of an adverse event, although the customer chose to take extra insulin based upon the suspect result. Controls were run; l1 was out of range high at 153, no values provided for l2. Return requested and replacement was sent.